Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were feeling stimulation in their stomach instead of their back on group c. The patient stated that they had a fall and the stimulation was felt in their stomach after the fall. The change in therapy or symptoms was considered sudden. The indications for use were spinal pain and radicular pain syndrome (radiculopathies).